Manufacturer narrative:
Philips service replaced the damaged geometry tso cable; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the emergency stop was activated due to a damaged geometry tso cable on an allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.